Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the act button on the insulin pump. The alarm history was checked and found many past button error alarms. Customer decided to replace the pump.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act button due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, stained address/serial number label and stained end cap sticker.